Event description:
It was reported that the right atrial (ra) lead exhibited chronically high thresholds. During the revision procedure, the first attempted lead was found to have a high threshold and low sensing measurements. An attempt was made to reposition the lead but was unsuccessful due to the inability to place the stylet back through the lead. Blood in the lead lumen was suspected. The lead was withdrawn and successfully replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5024m-58 lead, implanted (B)(6) 1995; addr01 ipg, implanted (B)(6) 2013. (B)(4).